Event description:
Consultant reported during a procedure, the surgeon complained that there was too much play in the wire sleeves and holes in the guide block (03.108.002) for the wires to be placed properly parallel into the bone. The surgeon had to change to a different plate to be able to complete the procedure. Consultant also reported that the wrench in the set (03.108.008) is worn and slips off the nuts. Nothing broke into or had to be retrieved from the wound. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The visual examination revealed the open end wrench was widened up. The open end wrench was damaged during forcible use. No manufacturing related condition was found during the device history record review. The dimensions, tolerances and materials are appropriate for function within the system. The product evaluation revealed excessive signs of wear, not due to normal use. The definitive cause of the wear appears to be from abnormal use, but without additional information it is not possible to determine the cause of the wear. The disposition is deemed indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.